Manufacturer narrative:
The device remains in service pending a replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Boston scientific received additional information from the field representative. No replacement procedure has been scheduled. Instead, the physician is closely monitoring this device in the patient's remote monitoring system and is receiving regular data analysis by technical services to ensure therapy remains available while the device remains implanted. No adverse patient effects were reported. Additional information was received. After one year of monitoring, the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was not returned for laboratory analysis.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated if additional information is received or when the device is replaced.

Event description:
Boston scientific received additional information from the field representative. No replacement procedure has been scheduled. Instead, the physician is closely monitoring this device in the patient's remote monitoring system and is receiving regular data analysis by technical services to ensure therapy remains available while the device remains implanted. No adverse patient effects were reported.